Event description:
The reporter indicated that the surgeon implanted 12.1mm vticmo12.1; -8.0/2.0/093 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens had rotated. On (B)(6) 2023 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5 - lens was repositioned on (B)(6) 2023 but problem was not resolved. On (B)(6) 2023 the lens was exchanged with a longer length lens and this resolved the problem. Claim# (B)(4).